Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt had spine procedure on (B)(6) 2012 and was implanted with arcofix and synex implants. Fifty (50) days later pt developed an infection. Pt returned to operating room to have hardware removed on an unk date. During removal of the screws the t25 screw driver shaft broke and the holder for mis rods broke. The removal was completed, patient is receiving antibiotics. This is 1 of 5 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Additional information provided by synthes (B)(4). The tip of the driver got twisted during screw removal. No manufacturing related issues were found. The cause of failures are not due to any manufacturing defects. We have to assume that exceeding applied mechanical force led to the deformation. Note: both screwdriver shafts are designed for screw insertion, not removal.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10-6 is achievable when the ifus are employed. Device is an instrument and is not implanted/explanted. Corrected from yes to no. Device is an instrument and is not labeled for single use.